Manufacturer narrative:
This product is registered as a combination product. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ventricular tachycardia and was treated appropriately with high voltage therapy. Chest x-ray was performed, it revealed loss of slack on the atrial lead. Review of prior test results showed loss of sensing on the right atrial lead for (B)(6) 2020 measurements. The device was reprogrammed to vvi. The patient was in stable condition post event.

Event description:
New information received notes that the atrial lead was explanted and replaced due to high capture threshold. The patient was stable before, during and after the procedure. The patient will continue with routine follow up.